Manufacturer narrative:
Updated h9: this supplemental report is being submitted to provide a correction to the previous report. Upon review of complaint record, it was noted field h9 was inadvertently marked as fy25-087-a instead of being left blank.

Event description:
No additional information from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue, due to leakage/seal problems caused by inadequate/broken seal within the device. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white residue in the channel and cylinder. There was no patient involvement.